Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was identified that multiple starts and restarts were performed, but the issue could not be replicated. Logs were sent for support. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding an imaging device. It was reported that they were getting the system ready and it displayed an "error initializing collimator" message. They attempted to reboot a couple of times without resolution. Another unit was used for the case.